Event description:
Customer reported collimator and vertical lift problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the vertical lift power supply and recalibrated the collimator leaves. System operates as intended.